Manufacturer narrative:
The device was returned and evaluated for the reported issue of air in the line. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log was also reviewed and it noted the presence of the low priority alarm 30166. An external inspection was performed and no problems were found. A short simulated therapy was performed and was completed successfully. The power was cycled on the unit five times with no issues. A two liter pump control session from red line to heater was run with no issues. The reported event was verified through the event history log review. The reported issue is caused by conditions outside of the device not duplicated during the complaint evaluation. The direct cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that low priority alarm 30166 (max air exceeded) occurred on an amia automated pd system device. This event occurred during dwell four of four. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.